Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 494 mg/dl at the time of incident. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump. It was also stated that the customer ran self test and self test was passed. The device will not be returned for analysis.